Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention device code: (B)(4) - hernia recurrence occurred additional information. Additional narrative: it was reported that following insertion the patient experienced abdominal pain, scar tissue, and hernia recurrence. It was reported that patient underwent mesh revision on (B)(6) 2013 by (B)(6) due to adhesions and recurrent hernia at (B)(6) and on (B)(6) by (B)(6) at(B)(6).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/27/2019.